Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The 31mm device was deployed, however, after two partial recaptures the echo physician noted a small thrombus on the face of the device. It was difficult to determine if the thrombus was attached to the core wire or the face of the device. The device met the release criteria and the physician released the device from the core wire while aspirating through the wds. The thrombus stayed attached to the face of the device. The activated clotting time (act) was checked and was 334. 5000 units of heparin was administered. The physician then administered tissue plasminogen activator (tpa), and a transesophageal echocardiogram (tee) was continually performed for approximately 40 minutes. At that point the thrombus appeared to shrink and then disappeared from the face of the device. The physician stated the patient did well overnight and had no neurological changes.